Event description:
This info was reported as a customer complaint. Product was used on the rcfa following a ptca procedure. Post procedure the right leg became numb, cool and without pulses. A thrombectomy of the rcfa was done to remove the collagen from the lumen of the artery. Post surgery the leg was no longer numb and the peroneal nerve deficit noted preoperatively had markedly improved.